Event description:
The device was used during a laparoscopic gastric bypass. Reportedly, the second reload transected and the staples did not form correctly. The procedure was converted to an open procedure.